Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 1 unrelated non-conformance on this lot. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 2 additional reports, however no other incidents related to implant loosening. Total for lot number: 3 (B)(4), (B)(4), (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Dmf# - 13704, trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to painful knee. Doi: (B)(6) 2014 dor: (B)(6) 2020 right knee.